Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that left ica (internal carotid artery) c2 segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 22.2%) and parent artery stenosis (stenosis rate: 22.2%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Patient was on prasugrel 75mg/day for the time period of (B)(6) 2021 to (B)(6) 2021. Now patient is taking prasugrel 50mg/day from (B)(6) 2021 (ongoing). On (B)(6) 2021 patient was discharge from hospital. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 2 adverse events were noted post procedure. 1: stenosis in flow diverter stent (stenosis rate: 22.2%) and 2: parent artery stenosis (stenosis rate: 22.2%). Additional information indicates according to dr. Teranishi, the stenosis rate was higher than actual by calculation error and there is not high-grade stenosis in fact. Detail including correct stenosis rate will be provided through the edi system provided by jsnet. The reported event of 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. H3 other text : the device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that left ica (internal carotid artery) c2 segment flow diverter implantation was performed. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 22.2%) and parent artery stenosis (stenosis rate: 22.2%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2021, to now (ongoing). Patient was on prasugrel 75mg/day for the time period of (B)(6) 2021 to (B)(6) 2021. Now patient is taking prasugrel 50mg/day from (B)(6) 2021 (ongoing). (B)(6) 2021.patient was discharge from hospital. No other information is available.